Event description:
It was reported that during a routine cardiac resynchronization therapy pacemaker (crt-p) changeout procedure, after the left ventricular (lv) lead had been removed, the device exhibited a setscrew issue as it could not be turned when removing the right ventricular (rv) lead. The lead was unable to be removed with three-four wrenches being used and broken. The lv lead was then returned back into the device which was put back into the pocket. The crt-p and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.